Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The user facility reported that a patient developed bleeding from their impella cp access site during support. Multiple measures were taken in an attempt to manage the condition, but the decision was ultimately made to escalate to impella 5.5 support. The patient's outcome is stable.

Manufacturer narrative:
G3 date was inadvertently omitted on manufacturer device report number 1220648-2025-28257-1. H2 device evaluation selection was inadvertently omitted on manufacturer device report number 1220648-2025-28257-1. H3 evaluation summary attached was erroneously selected on manufacturer device report number 1220648-2025-28257-1. H6 type of investigation 4112 and 4110 were inadvertently omitted on manufacturer device report number 1220648-2025-28257-1. H6 investigation findings 4248 was erroneously entered on manufacturer device report number 1220648-2025-28257-1.

Manufacturer narrative:
Reported bleeding from access site on (B)(6) 2025. Standard troubleshooting attempted with no relief from bleeding, impella cp was explanted and escalated to impella 5.5. Impella cp was returned and no damages or abnormalities were found. The root cause of the access site bleeding was not determined due to insufficient clinical details.